Manufacturer narrative:
Analysis could not be performed since the amplatzer torqvue 45 degree delivery system was not returned. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. The results of this investigation are inconclusive because the product was not returned for analysis. Should the products become available at a later date, we will reopen the file and submit a supplemental report.

Event description:
According to the initial information received, a 32mm amplatzer septal occluder's (aso) right atrial disc deformed into a cobra shape upon deployment. This was documented on an angiogram showing the deformed device deformed while it remained connected to the delivery cable. For reasons that could not be delineated, the physician encountered difficulty retracting the aso into the sheath so the aso was released from the delivery cable of the 12f amplatzer torqvue delivery system (dtv45). The aso was surgically removed. Please reference MDR 2135147-2010-00156 for the associated aso.